Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a scd express sleeve. The customer reports that the pt developed bruising on the leg from the scd sleeve. No intervention was required for this pt.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.